Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Complaint processing received no sample and no picture. The following investigations were conducted: visual inspection: no sample was received and thus a further evaluation and investigation of the complaint is not possible. As no sample and no picture was provided for investigation a malfunction could not be detected and therefore the defect is considered as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: "during the removal of an epidural catheter, the anesthesiologist encountered an unusual difficulty. A midwife present heard a cracking sound at the moment of removal. As a precaution, the anesthesiologist proceeded with the placement of a new epidural. After the insertion of the third epidural, a comparison was made between the removed catheter and a new one. The removed catheter appeared stretched at the tip, with suspected incompleteness: approximately 6 cm seemed to be missing, corresponding to the absence of the second marker on the catheter."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists.